Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
A customer reported 16 false positive results on an alinity m resp-4-plex assay. The lab found some results to be false positives and clinicians also identified some false positives. The samples were retested on the alinity as well as genexpert and filmarray, all with negative results. Some reaction vessels in the amp-detect unit were found to be open without caps, which may have contributed to contamination which led to the false positive results. The false positives results were released to the patients. The patients were quarantined as a result of the false positive results. The evaluation is being run as a worst case false positive sars cov-2 evaluation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513861 and its components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 513861. The quality control (qc) testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4- plex amp kit (list 09n79-090) lot 513861 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 513861. The lot specific complaint history review identified nine (9) additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 513861. All tickets were independently investigated and no product deficiency was identified. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 513861 was not identified.